Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: imclogs show (B)(6) had 5.5 pump (B)(6) connected on (B)(6). The imc log show persistent bad snr entries. The lt log shows that for the duration of the case, snr was below 1200 and placement signal frequently was unreliable. (B)(6) was returned for investigation as part of (B)(4) for a similar complaint and the console was found to have failing snr and a defect in the ccd array. The repair performed at that time, replacing the optical bench, would have addressed this complaint's symptoms as well. Root cause: the cause of the optical signal issues was a defective optical bench with very low snr and a distorted ccd array. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella 5.5 support with an automated impella controller due to acute heart failure. While on support, there were placement signal unreliable alarms, however support was continued. Care was eventually withdrawn, and the patient expired.